Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address infection and loosening of the tibia at the cement to implant interface. Cement manufacturer is unknown. Surgeon washed knee out, debrided knee. Recut, preped for a new tibia and poly. Doi: (B)(6) 2016; dor: (B)(6) 2018; left knee.